Manufacturer narrative:
Cmp-(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon could not fully seat the liner into the acetabular cup during impaction. The surgery was completed with another liner. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the part showed nicks, gouges, and dings on the liner face, outside surface, and scallops. Dimensional analysis cannot be performed due to the damages. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.